Event description:
It was reported to boston scientific corporation that a patient underwent percutaneous nephrolithotomy procedure in may 2020 using a percutaneous access needle. The patient experienced renal pseudoaneurysm, hematuria with clot retention and required cystoscopy clot evacuation and interventional radiology embolization.

Manufacturer narrative:
Date of event was approximated to may 1, 2020, as no exact date was reported. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes e0513 and e1302 capture the reportable event of pseudoaneurysm and hematuria. Imdrf impact code f19 captures the reportable event of surgical interventions performed (cysto clot evacuation and ir embolization).